Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks due to far p-wave oversensing. The patient was otherwise asymptomatic. The device appeared to sense p-waves on the ventricular channel. It was also noted that the left ventricular lead exhibited high capture thresholds on all but one vector and the patient was experiencing diaphragmatic stimulation in that vector. Chest x-ray was performed and it revealed both the right ventricular and left ventricular leads were dislodged. The leads were explanted and replaced on (B)(6) 2018. The patient was in stable condition throughout and post procedure.